Manufacturer narrative:
The results of the investigation were unable to confirm the complaint since the media converter functioned as intended during the evaluation. The media converter was returned for evaluation and review of the receiving inspection record was not possible, as the lot number is unknown. The cause of the reported communication issue remains unknown.

Event description:
During an atrial fibrillation procedure, a connection to the amplifier could not be established. Both ports on the front of the amplifier were attempted to be utilized and all connections were confirmed to be fully connected. Troubleshooting did not resolve the issue. The procedure was cancelled due to the communication issue from the amplifier.